Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 121 mg/dl. Reportedly, the infusion set was changed prior to the report. During troubleshooting with tandem's technical support, no insulin was seen exiting the cartridge tubing. Customer suspected that the cartridge was the cause of the occlusion alarms. The cartridge was changed to address the event and insulin delivery was resumed.